Event description:
The patient was having surgery on his right eye when it was noticed that the membrane peeler cutter blade had a chip in it. The surgeon removed from the patient's eye what appeared to be a chip from the blade.